Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced turbid effluent, coincident with peritoneal dialysis therapy. On the day of onset, the patient was hospitalized for the turbid effluent. The cause of the turbid effluent was not reported. Treatment for the turbid effluent was not reported. Extraneal and physioneal therapies were ongoing. The patient was not recovered from the turbid effluent. No additional information is available.

Manufacturer narrative:
Upon follow up, it was clarified that the patient experienced peritonitis manifested by turbid effluent. The cause of the peritonitis event was not reported. At the time of this report, the patient was not recovered from this peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.